Manufacturer narrative:
The insulin pump was received with a grinding motor noise during rewind due to faulty motor. The insulin pump was received with currents within specifications and passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump passed self-test. Audio beep works properly. Vibrator alarm works properly. No unexpected software error noted. No watchdog timeout alarm anomaly noted. No unexpected alarm anomaly noted. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had audio anomaly. Customer was assisted with beep/vibrate anomaly troubleshooting. Customer's blood glucose level was 91mg/dl at the time of incident. Customer stated that the insulin pump gave a loud screeching sound. Customer stated that the loud screeching sound occurred twice months before. Customer stated that they were not having trouble hearing the beeps. Insulin pump was not beeping during time of call but customer stated watchdog timeout and software error alarms were received. Troubleshooting for software error alarm was performed. Customer stated that alarm did not occur during settings change, battery change, bolusing, or priming. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.